Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument would not clamp down. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and was found to have grip input disk #6 broken inside the housing.